Event description:
The customer reported image flickering during inspection for use involving an olympus camera head. During onsite inspection testing noise in the image was observed.there was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.